Manufacturer narrative:
(B)(4). Date sent: 7/16/2025. B3: unknown; captured as awareness date. D4 batch #: unknown. Additional information was obtained: in this phenomenon, there wasn't any effect on the patient. After the error occurred, the new 1136 was opened and connected, the new device could be used as usual. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, the device kept activating although the button was not pressed in use. (Whether only the activate sound occurred or the blade was also vibrated was unknown) the blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2025, d4 batch #: y7046k. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a gen11. During functional testing, it was noted that the hand activation button was slightly stuck, making it sensitive when pressed. However, no continuous activation were noted. The device was disassembled to verify the condition of the internal components and no anomalies or damage was observed that could have caused the hand control button to be nonfunctional. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to how the hand control button issue occurred. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.